Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's husband reset the device and the reported issue was resolved. At the time of contact patient's husband did not report any injury or medical intervention.